Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Event description:
It was reported that the ipg was unable to communicate with external devices. It was noted that patient alleged the ipg was placed into MRI mode prior to an MRI scan and left ipg in MRI mode since (B)(6) 2023. Troubleshooting with an abbott representative was attempted to no avail. Patient programmer displayed error message "generator unavailable, make sure the generator is in range and has enough battery power." Clinician programmer (cp) logs were analyzed and showed that the ipg session files never populated or appeared in the cp logs. Based on the troubleshooting steps it was determined the device is not in MRI mode, the cause off the loss of communication is unknown. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
Section h6 adverse event problem: health effect impact code updated.